Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of fatal pulmonary embolism ("pulmonary embolism") and hysterectomy ("total hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pulmonary embolism (seriousness criterion death) and hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed. By the time of death, the hysterectomy outcome was unknown. The reported cause of death was pulmonary embolism. The reporter provided no causality assessment for hysterectomy and pulmonary embolism with essure. Case published in laypress article. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 28-jul-2017 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed 113 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2017: quality-safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of fatal pulmonary embolism ("pulmonary embolism") and hysterectomy ("total hysterectomy") in female patients who had essure inserted. On unknown dates, the patients had essure inserted. On unknown dates, the patients experienced pulmonary embolism (seriousness criterion death) and hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed. By the time of death, the hysterectomy outcome was unknown. The reported cause of death was pulmonary embolism. The reporter provided no causality assessment for hysterectomy and pulmonary embolism with essure. Case published in laypress article. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: upon internal review narrative was corrected: this case refers to female patients. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of fatal pulmonary embolism ("pulmonary embolism") and hysterectomy ("total hysterectomy") in female patients who had essure inserted. On an unknown date, the patients had essure inserted. By the time of death, the hysterectomy outcome was unknown. The reported cause of death was pulmonary embolism. The reporter provided no causality assessment for hysterectomy and pulmonary embolism with essure. Case published in laypress article. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-jul-2017 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed 116 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.